Event description:
It was reported that patient experienced persistent driveline power fault alarms. A self-test was performed and the alarms immediately returned. The alarms started around 10am. Log files captured driveline power faults starting 14jan2026 at 08:38 and continued for the remainder of the log. Submitted photos showed some debris/corrosion. Although it was unable to capture a picture of the pump side connector, it had similar appearance. A system controller exchange was performed along with the modular cable on (B)(6) 2026 and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2026 at 08:38:37, a driveline power fault alarm activated due to a power a broken fault. The alarm was not resolved before the system controller and modular cable were exchanged at 15:26:21. The alarm did not affect the system controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller (serial number (B)(6)) underwent functional testing and passed without issue. The controller was connected to the returned modular cable and a mock circulatory loop and operated the system for an extended period of time without issues. The driveline fault alarm was not reproduced throughout testing. Reported information stated that the modular cable connector and pump side connector contain debris and the alarms resolved following the equipment exchange. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.